Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The complaint device was received and inspected. It was observed that the plastic sleeve was heavily deformed, and the first implant had been deployed which was hanging at the distal tip of the gun via the orthocord. Given these observations, we cannot confirm the complaint since there is evidence of the implant being deployed. The trigger was pulled, and the second implant deployed as intended. Given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the customer via phone that during an acl reconstruction procedure the customer's truespan meniscal repair peek 12 degree did not deploy the implant. The case was completed with another like-device with no patient harm, but the customer could not verify if there was a surgical delay. The customer was not present and could not provide any additional information. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.